Event description:
Litigant had neurostimulation system implanted, and required an add'l surgery to correct migration of lead. Alleged that due to the surgical procedures, pt has sustained "cervical cord lesion and/or other injuries to her spinal cord causing upper and lower extremity injury, paralysis, and numbness."